Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2012; inratio: 5.9; lab: >10. Results done within 1 hour of each other. Pt's target therapeutic range is 2.0-3.0. Pt was tested with meter and waiting for the doctor when she started to get dizzy, began vomiting, and passed out. Pt was taken to emergency room by ambulance. Nurse states that pt had bruises on her arms.